Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the issue with the meter started before 11am on april 11, 2016, when he obtained an alleged inaccurately high blood glucose result of ¿22.8 mmol/l¿ on the subject meter compared to ¿12.8 mmol/l¿ on a onetouch vita meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). He reported that after obtaining the alleged inaccurate result, at a time he does not remember, he consumed more food/drink. He claimed that 1.5-2 hours after the start of the alleged issue, he developed symptoms of ¿weakness [and] shaking¿. He reported that he self-treated his symptoms with ¿food and/or drink¿, but he did not want to answer at what time this occurred. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site and he described the correct testing steps. The csr also noted that the patient had used correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. The csr walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high blood glucose reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.